Event description:
It was reported that a hematoma occurred. Vascular access was obtained via the right groin. A 14 f isleeve introducer was placed. An acurate neo valve was implanted. During the removal of the 14f isleeve introducer sheath, the dilator was used as indicated by the instructions for use. Non-bsc closure sutures were used. A moderate hematoma was noted. A contra lateral injection was performed and angiographic imaging revealed an ongoing leak. The groin was compressed hard for 15 minutes. No further leaking was noted after the compression. The patient was monitored and had no further bleeding overnight. The hematoma did not progress. No patient complications were reported.